Manufacturer narrative:
This report is submitted on august 13, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced poor performance with the device and subsequently, the device was explanted on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is filed on november 27, 2018.